Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. Two clips (cds0601-xtr (B)(4) and cds0601-ntr (B)(4) were implanted, reducing mr to 1. On (B)(6) 2022, (estimated date), echocardiogram was performed, one of the clips detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Mr increased to 3. It is unknown which clip had the slda. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Event date: estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on available information, a cause for the reported single leaflet device attachment/slda could not be determined. The reported mitral regurgitation (mr) is a cascading effect of the reported incomplete coaptation. The reported effect of mr is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.